Event description:
It was reported that the external pulse generator generated an error message "self-test sensing failure 0004". The generator was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event of a self-test issue. The device passed testing, with no anomalies found. The battery contacts were observed to be compressed, the upper/lower cases, battery release, side bail covers, lead flex cover, release spring, battery drawer, and keyboard were contaminated, and the keyboard was scratched. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator generated an error message "self-test sensing failure 0004". The generator was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6). (B)(4).